Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 26-jun-2023. The most recent information was received on 07-jul-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("considerable pelvic pain") and gait disturbance ("walking difficulties") in a 51 year-old female patient who had essure inserted for permanent contraceptive tubal implant. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. In 2014, she experienced pelvic pain (seriousness criterion medically important), fatigue ("debilitating fatigue"), burnout syndrome ("burnout"), tendon disorder ("tendon weakness"), ligament rupture ("torn ligaments"), joint pain ("joint pain"), pain in thigh ("intense pain in the thighs"), back pain ("lumbar"), sciatica ("sciatica pain"), headache ("headaches"), toothache ("toothache"), pain in fingers ("pain in fingers"), wrist pain ("pain in wrist"), neck pain ("pain in neck"), abdominal pain ("pain in abdomen"), insomnia ("insomnia"), pericardial effusion ("pericardial effusion") and gait disturbance (seriousness criterion disability). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to fatigue, burnout syndrome, tendon disorder, ligament rupture, joint pain, pelvic pain, pain in thigh, back pain, sciatica, headache, toothache, pain in fingers, wrist pain, neck pain, abdominal pain, insomnia, pericardial effusion or gait disturbance. The reporter commented: category 2 disability, recognised-as-disabled-worker status. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 76 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 07-jul-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on 26-jun-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("considerable pelvic pain") and gait disturbance ("walking difficulties") in a 51 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6)2013, the patient had essure inserted. In 2014 she experienced pelvic pain (seriousness criterion medically important), fatigue ("debilitating fatigue"), burnout syndrome ("burnout"), tendon disorder ("tendon weakness"), ligament rupture ("torn ligaments"), joint pain ("joint pain"), pain in thigh ("intense pain in the thighs"), back pain ("lumbar"), sciatica ("sciatica pain"), headache ("headaches"), toothache ("toothache"), pain in fingers ("pain in fingers"), wrist pain ("pain in wrist"), neck pain ("pain in neck"), abdominal pain ("pain in abdomen"), insomnia ("insomnia"), pericardial effusion ("pericardial effusion") and gait disturbance (seriousness criterion disability). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to fatigue, burnout syndrome, tendon disorder, ligament rupture, joint pain, pelvic pain, pain in thigh, back pain, sciatica, headache, toothache, pain in fingers, wrist pain, neck pain, abdominal pain, insomnia, pericardial effusion or gait disturbance. The reporter commented: category 2 disability, recognised-as-disabled-worker status. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 76 kg. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.